Event description:
It was reported that the device had a downstream occlusion (dso) seal degradation. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. The service history review had no indication that the complaint was related to a service of the device within the review period. The reported downstream occlusion (dso) seal degradation problem was verified by visual inspection. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.